Event description:
Country of complaint: (B)(6). The thread breaks and splits while knotting.

Manufacturer narrative:
Manufacturing site evaluation: samples received: 30 unopened race-packs. There are no previous complaints of this code batch. We manufactured and distributed (B)(4) units of this code batch, there are no units in OEM stock. We have tested the knot pull tensile strength of the samples received and the results fulfill the requirement s of the OEM. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfilled OEM requirements. Final conclusion: although the results of the samples received fulfill the specifications of the OEM, we take note of this incident in order to assess if new or additional actions are needed. Actions on product: na. Corrective/preventive actions: na.